Event description:
It was reported that the patient underwent a monarch bronchoscopy procedure. During that procedure the monarch system reported having fault 217 (instrument still loaded). The scope had to be removed and re-registered, even though the customer was at the target. The physician was able to navigate back out after disconnecting and reconnecting, adding a reported 15 additional minutes to the case. The program development manager (pdm) confirmed that the physician was able to biopsy the target. However, because of the issue, the physician elected to end the procedure earlier than preferred and stopped the case before taking planned number of biopsies. The physician stated the case will not be rescheduled.

Manufacturer narrative:
A 217 fault is thrown when a major fault recovery is attempted without unloading of the instruments (bronchoscope and sheath). To clear the fault is to unload/load the instruments and then proceed to clear the fault (press on-screen ¿ok¿). A review for similar report notes the 217 fault is a known issue typically associated with other robotic arm faults where unloading/reloading of the instruments are required to clear the fault. Because the user did not unload/reload the instrument as indicated on the display, the 217 fault appeared. Due to a lack of available case log for review, the major fault that triggered the 217 fault could not be determined. System device history record (DHR) review was performed, and no non-conformances were reported which are related to the reported incident. Risk document number: 105-000363-00 rev. H, dfmea arms and idms, platform 2.0. Risk ID: fmea-arm-3.24. No action is required based on risk acceptance. The incident will continue to be tracked in regular trend review meetings.